Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product returned noted no abnormalities, five sutures and needle were inside the sealed sample. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagus procedure, five pieces should be included, however, only four pieces were included at the time of needle counting. There were four packs, the event was noted when returning the needle at the 17th stitch, as the surgical field was not closed, both intra-abdominal CT and MRI examination did not find any needle or thread. When the package sponge part was checked, only one place was found to be no needle was placed. The surgeon wondered whether the sponge part would close after taking the needle out and checked it for overnight, it was apparent that the sponge part had not been placed with another needle. The procedure was completed with another device. The surgical time was extended by more than 30 minutes.